Manufacturer narrative:
Review of the medical records and imaging by aga's medical consultant resulted in the following findings: there was a significant amount of paper work that was provided. Unfortunately, the operative report or the implantation echo images were not provided. A picture of the explanted amplatzer septal occluder demonstrated that the device did not appear to have endothelialized. The medical records also stated that the patient underwent maze procedure when the device was removed for the treatment of atrial fibrillation. There was no question that the device was infected and that the device was not endothelialized completely, despite being implanted for more than two years. The endothelialization process, as demonstrated in the animal studies initially and subsequently in humans, where the device was explanted for various reasons, has shown that in the majority of the cases, the process is complete in six months. The only part of the device that does not endothelialize is the female end screw. According to aga's medical consultant, patients with some peculiar conditions may have delayed endothelialization. This patient meets some of these conditions: chronic atrial arrhythmias increase the risk of thrombus formation which may become a nidus for infection. Conditions where the natural healing process is prolonged, e.g. Diabetes mellitus. Chronic infectious processes will increase the risk of bacteremia and hence endocarditis. Additionally, patients with the following conditions may also have a delayed endothelization. It is unknown if this patient meets these conditions: severe nickel allergy that may result in systemic manifestation, although this is not to be confused with skin nickel allergy. Size of the device or the type of the device for the type of the defect. An over-sized device will naturally endothelialize slower than a device with a thin profile. An asd device in a tunnel pfo may endothelialize slower; however, this information was not provided to aga's medical consultant. Av valve regurgitation with the jet hitting the device directly.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was discarded post procedure. However, the device was manufactured according to specification as evidenced by the device history record. Additional information has been requested, including imaging of the implant procedure and medical records, and is currently being reviewed by aga's medical consultant. After the review is completed, a supplemental report will be filed.

Event description:
The patient was implanted with an amplatzer septal occluder in 2006. In 2009, the patient was admitted from an emergency room visit with known endocarditis, and was treated with antibiotics. He had new renal insufficiency, hematuria, and anemia. Blood and urine cultures grew mrsa. He was started on vancomycin and daptomycin with clinical improvement. Given his history of atrial septal device closure, he had a tee and was found to have a 1.5 x 1.5cm vegetation on the left atrial disc of the amplatzer septal occluder. Of note, he has had a non-healing diabetic foot ulcer on his right foot. The mrsa infected device was surgically removed in 2009, and the asd was surgically closed with a tissue patch. The device was not sent for pathology testing, and was discarded post-procedure.